Event description:
A volume discrepancy was discovered at pump refill. The expected reservoir volume was 9 mls; the actual volume aspirated was 20 mls. The patient was brought to the operating room in 2008. The hcp was unable to aspirate the catheter through the catheter access port. The pump site was opened. When the catheter was taken apart, some tissue was found in and around the connector. The tissue was removed and the hcp was able to easily aspirate the catheter. A dye study was completed without difficulty. A roller study was performed and the pump was determined to be working properly. The device system was reconnected and the pump was reprogrammed to a much lower dose. The patient was reported to be doing fine the night after revision surgery. The type of medication, concentration and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.